Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter: during an inguinal hernia repair procedure, the device was opened and the sheath containing the structural balloon trocar was split open, no longer containing the folded structural balloon trocar. A new device was opened to correct the condition. No adverse events have been reported. Current patient status is fine.